Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a company representative via the healthcare provider reported that the patient had been having unexpected motor stalls again. Patient stated no withdrawal symptoms, stated no heard alarms, no magnetic resonance imaging (MRI) and stated had not been near microwave etc. They were unsure if environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed were that logs were run and the physician informed. Per the logs motor stalls occurred on (B)(6) 2024 at 4:37 pm and recovered at 4:55 pm, a motor stall on (B)(6) 2024 at 3:21 pm and recovery at 4:00 pm. No actions/interventions as of now and the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient has had multiple motor stalls in the last few months with only one being from MRI. Per the logs motor stalls occurred on (B)(6) 2024 at 4:24pm and a recovery at 4:33pm, a motor stall at 1:21pm and a recovery at 3:06pm and a motor stall at 12:30pm and a recovery at 12:55pm. A motor stall occurred on (B)(6) 2023 at 4:53pm and a motor stall recovery at 5:04pm, and a motor stall occurred on (B)(6) 2023 at 12:42pm and a recovery at 12:57 pm. There were no reported patient symptoms. The cause for the motor stalls and recoveries has not yet been determined. It was noted that the device was delivering morphine 2.5mg/ml at 0.3310 mg/day and bupivacaine 10mg/ml at 1.324 mg/day. The device remained implanted and in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 10mg at 1.32mg/hr and morphine 2.5mg at 0.3310mg/hr via an implantable pump. It was reported that the patient has had several motor stalls that are not associated with an MRI scan. There were no environmental, external or patient factors that may have led or contributed to the issue to report. It was unknown at the time of the report what diagnostics or troubleshooting performed. The issue was not resolved at the time of the report.